Event description:
It was reported that the lead was capped due to oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasion under the svc shock coil was found at 20.5-20.6cm, 23.0-23.3cm, and 23.0cm - 24.3cm from the tip electrode. The etfe coating was intact at these locations. The inner coil was exposed at 23.0-24.3cm from the tip electrode. This is consistent with the reported field event of noise, if the inner coil were to come into contact with the svc shock coil.